Event description:
The reporter claimed that the patient suffered a hypoglycemic episode after he forgot to suspend his temporary basal rate for the weekend. The patient reportedly only uses the animas pump to take bolus insulin. The patient decided on his own according to use lantus insulin via syringe to cover for his basal dose and to cancel the basal insulin via the animas pump. Consequently, he forgot to cancel the temporary basal rate. He took lantus insulin via syringe while the animas pump provided temporary basal insulin, and had a seizure on the morning of (B)(6), 2011. The patient's parent treated the patient with a glucagon shot and a couple of juices. His blood glucose rose to 140 mg/dl shortly after. The animas representative advised the patient to turn of the temporary basal segment or set the basal insulin to zero. There was no product malfunction associated with the alleged incident. This complaint is being reported due to user error and because the patient had symptoms suggestive of hypoglycemia while he was on pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 11/14/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms outside normal use noted in the pump history. The pump was exercised for 29 hours with no delivery issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).